Manufacturer narrative:
Findings: after battery installation unit alarmed pump error alarms followed by an expected failed battery alarm due to corroded electronic assy. The motor and battery tube were also found corroded. Unit was downloaded and detail trace analysis confirmed pump error was triggered when backup battery unloaded voltage was less than 3.7v for consecutive 240 minutes. Detailed traces confirms that the root cause is the non-sleep anomaly software error. Unable to perform displacement test due to failed battery alarms. Unit received with cracked case on the back at the battery tube area. Unit received with broken battery tube threads. Unit received with cracked keypad overlay at select button. Unit received with minor scratched lcd window, case and keypad overlay.the insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was unknown. Customer stated that there is damage on reservoir chamber. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced.